Event description:
Boston scientific received information that when the patient presented for a routine generator change-out, this left ventricular (lv) lead exhibited high out of range pacing impedances and high pacing thresholds. According to the boston scientific field representative these were acute changes since the last device check one month ago. Fluoroscopy evaluation revealed clavicular crush of this lv lead. The physician surgically abandoned this lead and attempted to place a new lv lead. However, due to the patient's anatomy, a new lead was not iable to be implanted. The plan is for the patient's heart failure status to be monitored, and if needed, an epicardial lv lead will be placed in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.